Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013573 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 191-000 / lot 1013573 and test base part number 191-430 / lot 1013573 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013573 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported two (2) false positive results, and possibly a third with the ID now covid-19 assay. The customer could not remember if there actually was a third patient with a false positive result. This report represents patient one (1) of two (2). The customer reported a false positive result on a throat swab with the ID now covid-19 assay performed (B)(6) 2021 at 1259. At 1755, repeat testing with the ID now covid-19 assay provided negative results. Confirmatory pcr testing on (B)(6) 2021 also provided negative results. Swab type and use of viral transport media were not provided. The customer confirmed there was no death based on the results of the ID now covid-19 assay results. There was no delay in or inappropriate medical treatment or treatment based on the results. The patient was quarantined, and postponed an urgent trip. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.